Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5: upon follow up with the customer it was found that the posterior cut was under 3mm and therefore not expected to cause or contribute to serious injury or death if it were to recur. Therefore, this complaint is not reportable. No further investigation will be performed at this time.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic assisted satellite station device, the posterior was cut off. It was reported that a retractor came loose and may have hit the saw blade device. The plan was for a size 7 femur implant and had to go to a size 6. It was reported that the surgeon was able to redo some of the cuts and was able to get the size 6 to fit properly. The robot was not mounted to the bed. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. No further information was provided.